Event description:
It was reported that the customer had a crack on battery compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Findings: pump received with cracked case at display window corner, battery tubethreads, reservoir tube lip, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.